Event description:
Initial port placed in 2000 for chemotherapy in the basilic vein. Pt was admitted in 2000 for cardiovascular interventional radiology retrieval of port infusion catheter foreign body, along with venous port removal, short residual infusion catheter segment and long infusion catheter segment removals.